Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2023. On (B)(6) 2023, during crrt, the catheter was occluded after 21 hours of use. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter occlusion is confirmed. One 20 cm powertrialysis dialysis catheter was returned for evaluation. An initial visual observation showed abundant blood use residues throughout the device. Functional testing included flushing water into each lumen using a 12 ml syringe to test the ability to infuse into the powertrialysis catheter. The arterial and power injection lumens were each partially occluded by blood products initially. After dried blood products were cleared from the catheter, each lumen proved patent to infusion. The venous lumen was unremarkable. A microscopic observation revealed blood products dried inside each lumen. The complaint of an occluded catheter is confirmed as blood product accumulation was a potential cause of the partial occlusion of the device. Once the device was flushed with water and some blood product was removed, the lumens proved to be patent to infusion.

Event description:
It was reported that the patient had a power trialysis implanted on (B)(6) 2023. On (B)(6) 2023, during crrt, the catheter was occluded after 21 hours of use. There was no reported patient injury.